Manufacturer narrative:
Block h6: imdrf device code a040506 captures the reportable event of sheath peeled. The returned navigator device was analyzed, and a visual evaluation noted that the sheath bent/kink at the distal end. Microscopic examination was performed and observed closely the bent/kink in the device. Additionally, the inner lining was check under the magnification and was found peeled. No other problems with the device were noted. The reported event was confirmed. It is possible to conclude that operational factors, interaction/handling with the zero tip use during the procedure could have led the reported allegation of sheath peeled and consistently caused the bent/kink that was observed and could affect the performance of the device. Therefore, the most probable root cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a navigation access sheath device was used during ureteroscopy procedure performed on (B)(6) 2022. During the procedure, the inner lining of the access sheath was peeling back after a stone basketed in a 1.9f zero tip was pulled through. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device code (B)(4).

Event description:
It was reported to boston scientific corporation that a navigation access sheath device was used during ureteroscopy procedure performed on (B)(6) 2022. During the procedure, the inner lining of the access sheath was peeling after a stone was pulled through using a basket. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event.